Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: on investigation, the alleged damaged display issue was not duplicated. The pump powered up to a fully functional display that was clear and legible. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was damaged and unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).